Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of vomiting, diarrhea and fungal peritonitis with culture positive for candida albicans in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy effluent, vomiting and diarrhea. The cause of the peritonitis was attributed to poor environment and water. On (B)(6) 2010, the patient was hospitalized for the fungal peritonitis. Antibiotic therapy was started but no further information was available. On (B)(6) 2010, the patient had her peritoneal dialysis catheter removed and the dianeal therapy was discontinued then the patient was placed on hemodialysis. On (B)(6) 2010, the patient was discharged from the hospital. It is unknown if the peritonitis resolved. The reporter believed that the event of fungal peritonitis with culture positive for candida albicans was not related to dianeal therapy. No statement of causality was reported for the events of vomiting and diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.